Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensed noise. The sensing vector was reprogrammed from primary to alternate. Approximately five months later the patient received another inappropriate shock due to t-wave oversensing. Reprogramming to secondary was discussed to mitigate further inappropriate shocks. It was noted that the patient no longer wishes to have the device and requested therapy be programmed off. No adverse patient effects were reported.